Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was explanted due to high capture thresholds and loss of capture. An insulation break was suspected. Another lead was implanted to complete this procedure. This lead has not been returned at this time. No additional adverse patient effects were reported.